Manufacturer narrative:
Device history record reviewed.

Event description:
It has been reported to the co that during prep the physician experienced difficulty in advancing the wire over the balloon. It was necessary to remove both the wire and balloon and in doing so the tip of this device broke off outside of the pts body. There was no pt involvement. The device is being returned for the co's analysis.